Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc), high capture thresholds, and low evoke response values in the right ventricular (rv) channel. The patient experienced shortness of breath (sob) and stimulation. Additionally, it was noticed that there was a rhythm of 40 bpm. This rv lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.